Event description:
It has been reported to philips that system did not showing any live image on the live monitor. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system did not show any live image on the live monitor. No further information regarding the issue has been provided. No service has been performed by philips as the case was cancelled since there was no response from the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.